Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient takes aspirin and plavix daily for a heart condition. On (B)(6) 2022, the patient inserted the sensor and experienced bleeding from the insertion site. She applied pressure to the area; however, it continued to bleed. She contacted emergency medical services (ems) for assistance. Ems changed the bandage and applied pressure to the area but was unable to stop the bleeding. The patient was transported to the emergency department for evaluation. She continued to bleed from the insertion site and the physician sutured to the wound closed using four stitches. The bleeding subsided and the patient was released later that day. The patient was instructed to follow up with her physician in four days to have the sutures removed. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.